Event description:
Information received from the article: mcauliffe et al. Immediate and midterm results following treatment of unruptured intracranial aneurysms with the pipeline embolization device. Am j neuroradiol 33:164-70 jan 2012. Medtronic (covidien) received information through literature review and the following complications were captured as a result of the review; 54 patients (mean age 58, 44 females) with 57 aneurysms were treated with pipelines. Retroperitoneal hemorrhage occurred in one patient. One patient had an acute tia (transient ischemic attack) two days post procedure and was treated with clopidogrel. There were three cases of delayed tias (two were at three months and one was at five months) were recorded and treated with clopidogrel. One patient had a retinal branch occlusion with no clinical sequelae. Two cases of in-stent stenosis (>= 50%) were seen at 6 months. One had a long segment intrastent 70% narrowing decreasing to 30% at 12 months. The other patient had 60% stenosis but had a pre-existing mild narrowing of the parent vessel before the implant of the pipeline. Both remain asymptomatic. Sixteen patients presented with mass effect. Three out of the 16 had temporary symptom worsening which resolved completely with time and longer steroid cover. Two out of the 16 had mild diplopia at 6 months but were markedly improved. Two cases had pipeline migration requiring additional treatment. One of these cases, at one month post procedure, cta (computed tomography angiography) demonstrated delayed proximal migration, uncovering the aneurysm neck, and was treated with two additional pipelines. In the other patient, there was shortening of the distal end of the pipeline and it required placement of an enterprise stent to anchor the pipeline. Same event as MDR# 2029214-2015-00271.

Manufacturer narrative:
The report was created to capture the complications received from the article: information received from the article: mcauliffe et al. Immediate and midterm results following treatment of unruptured intracranial aneurysms with the pipeline embolization device. Am j neuroradiol 33:164-70 jan 2012. Http://dx.doi.org/10.3174/ajnr.a2727. No other information regarding outcome was available. The devices will not be returned as they were implanted in the patient. The lot history record reviews were not possible as the lot numbers were not reported.(B)(4).